Event description:
Litigation alleges patient ahs expierences pain and discomfort in hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Date received by MFR: 2/2/2016. \ litigation received. Litigation also alleges elevated metal ions and decreased ability to walk. The stem and taper sleeve are being added to the complaint. This complaint was updated on: 2/19/2016 . (B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 2/2/2016: litigation received. Litigation also alleges elevated metal ions and decreased ability to walk. The stem and taper sleeve are being added to the complaint. This complaint was updated on: 2/19/2016.

Manufacturer narrative:
**Update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.